Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01435.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils, and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod coil through a lantern the physician experienced resistance and decided to retract the pod coil. Upon retraction, it was noticed that the pod coil had unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached pod coil and then flushed the pod coil. It was also reported that the pusher assembly of the pod coil had become kinked. Afterwards, the physician experienced resistance while advancing the second pod coil through the same lantern; however, the pod coil was successfully placed in the target location. The procedure was completed using two pod packing coils (pod pcs) and the same lantern. There was no report of an adverse effect to the patient.